Event description:
The following was reported via medwatch #(B)(4): "mesh device broke off in abdomen instead of coming out in one piece." The case was a laparoscopic repair of an incarcerated recurrent incisional hernia with placement of the ventralight st mesh with echo ps. No reported patient injury." Addendum: in follow up it was communicated that all of the echo ps was removed from the abdomen and no additional medical or surgical intervention was required.

Manufacturer narrative:
This is an addendum to the initial emdr to document the receipt and evaluation of the sample. The information provided states that the "mesh device broke off in abdomen instead of coming out in one piece." The evaluation confirms for torn material resulting in the detachment of a portion of the echo ps. All portions of the echo ps were returned in full, no pieces missing. No manufacturing anomalies were found. Based on the condition of the returned sample, it is possible that, the user may have attempted to removed the echo ps through the trocar. Pulling it out through the trocar can result in the type of damage that was identified with the returned sample. The instructions-for-use instructs the user the remove both the echo ps and trocar simultaneously. The risk manager was not able to provide case specific details to identify the steps followed to remove the echo ps.

Manufacturer narrative:
At this time the sample has not been returned for evaluation, however, it has been reported that the sample is available and will be returned. The information provided by the contact was limited. Based on the information provided, it is unclear what is meant by "mesh device broke off in abdomen." At this time without the sample to evaluate and the limited details provided in the medwatch report and by the contact, we are unable to determine a root cause. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint alleging a problem with the device for this production lot of (B)(4) units released for distribution in (B)(6) 2017 should additional information be obtained and/or the sample returned and evaluated, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
The following was reported via medwatch #(B)(4): "mesh device broke off in abdomen instead of coming out in one piece." The case was a laparoscopic repair of an incarcerated recurrent incisional hernia with placement of the ventralight st mesh with echo ps. No reported patient injury."